Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: only the results logs that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed. One run on (B)(6) 2021 was not valid due to the reactive negative control. However, the assay controls were re-run and they received valid results as the negative control was not reactive. No sample ids (sids) were provided for the discrepant results obtained on (B)(6) 2021 per the ticket notes. However, this run met the assay specification requirements without any error codes/message codes or flags on the controls. The other elements of this investigation do not suggest a potential product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. The amplification curve of the discrepant control result was analyzed. The discrepant result (resp-4-plex neg ctrl) was positive for the sars-cov-2 target. The amplification curve of the discrepant result appeared as expected. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover of the sars-cov-2 target was not identified for resp-4-plex neg ctrl. Per ticket text, environmental or cross contamination during patient sample handling (pre-analytical contamination) has been identified as a possible cause. The reactive negative control is indicative of potential contamination. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. Tthe complaint history review identified 12 additional complaints related to reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. 9 out of the 12 related complaints have been investigated and determined no product deficiency. One ticket is confirmed for abnormal curves, which is not a lot specific phenomenon. Because the sample ids were not provided for the discrepant results in this ticket, the associated data could not be reviewed. Per ticket text, environmental or cross contamination during patient sample handling (pre-analytical contamination) has been identified as the likely cause. The other 2 tickets are currently pending an investigation and will be dispositioned based on the results of the data review and other elements. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 was not identified.

Event description:
The customer reported 16 false positive sars-cov-2 results on the alinity m resp-4-plex assay. The samples initially tested positive on the alinity m platform with high cycle thresholds. They were retested on panther and generated negative results. The false positive results were not reported outside of the lab, so there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.